Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited episodes of noise. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the atrial lead exhibited noise oversensing. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.